Manufacturer narrative:
(B)(4). P-cap / reservoir locks properly into place. Insulin pump passed displacement test. Unit received with cracked retainer, pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.

Event description:
Information received by medtronic indicated that the insulin pump had damage on the retainer ring. Customer states that the pump o-ring had a crack. It was reported that the reservoir able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.